Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the catheter became entrapped in the subarachnoid space in the lumbar region. The patient had two instances where the catheter was cut inside. It was stated the ¿drain consistency was not normal and the tip of the tuohy needle was sharper which raised the issue of manufacturing or storing as a cause of the entrapment inside the thecal sac.¿